Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had experienced the erosion of their implantable neurostimulator (ins) and that the ins had ¿come through the skin and become visual.¿ it was noted the shape of the ins was ¿not very ergonomic¿ and that ¿with very thin and old people with fragile skin this shape could be a problem.¿ samples were taken from the patient to determine if an infection was present. The patient¿s ins was to be replaced as a result of the event and they were to be treated for infection if an infection was identified. The patient was reportedly hospitalized due to the event. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported an infection was ¿not confirmed¿ after samples were taken to ensure the implant site was not infected. The patient was ¿doing fine¿ and the time of follow-up with ¿no injury, but without therapy.¿